Event description:
It was reported that during an afib procedure, all signals loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The cable of the catheter was changed and the carto 3 system rebooted without any resolution. The issue was solved when the catheter was changed. The case was completed without any patient consequence.

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was electrically tested and it passed specifications. Also eeprom and calibration tests were performed and the catheter passed both tests.the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint about the noisy ECG signals cannot be confirmed.

Manufacturer narrative:
The device history record was reviewed, it was identified that two pieces were scraped; however DHR shows the pieces were identified during the process prior the final inspection stage and documentation shows the scrap of these pieces exist. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Manufacturer narrative:
(B)(4).